Event description:
It was reported that during procedure, the tip of the laser fiber broke at the exposed glass tip. The same event occurred with two fibers. The procedure was completed using another of the same device. There were no patient complications. This event is for the first fiber.

Event description:
It was reported that during procedure, the tip of the laser fiber broke at the exposed glass tip. The same event occurred with two fibers. The procedure was completed using another of the same device. There were no patient complications. This event is for the first fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The product record review results detailed in the prr table did not determine probable cause. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. There was no manufacturing deviations noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited that, care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. Based on the information available the cause that contributed to the reported event cannot be established.